Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: shaft separation requiring medical intervention. Device issue: shaft separation. It was reported that the guiding catheter kinked and separated during use. The distal separated portion was successfully snared and removed from the pt. A new guiding catheter was used to complete the procedure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: qa analysis revealed that the guiding catheter was returned without contrast visible. There was blood visible on the base of the luer. The guiding catheter was returned in three pieces. The guiding catheter was separated at 33.5 cm and 38 cm distal to the base of the luer. The section between 33.5 cm and 38 cm distal to the base of the luer was twisted and had two bends and three torsional kinks. The material was jagged and stretched at the fracture faces. Product performance engineering has reviewed the case description and the analysis of the device. It was reported that the device kinked and separated during use, where a snaring device was used to remove the distal half of the catheter from the pt's anatomy. The risk assessment and instruction for use (IFU) mention that catheter shaft separation and catheter kink may result if excessive torque was applied. Although, the case did not describe any force used during the procedure, the results from the analysis noted twisting, bending, torsional kinking, stretching of material, and also confirmed the separated pieces, which all suggest that the guiding catheter was subjected to tensile and torsional overload beyond the design limit. The tensile and torsional overload may have been applied if, but not limited to, resistance was experienced with the pt's anatomy or with other devices. Overall, based on the case description and the analysis of the device, the incident appears to be related to the circumstances of the procedure. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.